Event description:
The pt stated he went to bolus with his infusion device and noticed an error 07 (system alarm). The pt stated the infusion device did not beep to alert him of the error. The pt was instructed to remove his batteries and to reset the infusion device. The device operated properly. The pt was then advised to test his blood glucose. The p stated he had just eaten 30 mins ago and his blood glucose was 243mg/dl. His normal range is around 100mg/dl. The pt gave himself a 5 unit bolus with his infusion device to bring his blood glucose down. Upon f/u the pt stated his infusion device was operating properly. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
H6: no product will be returned for eval.